Manufacturer narrative:
Product not returned.

Event description:
It was reported that asymptomatic patient presented remotely via merlin.net transmitter with the inability to interrogate with the device. The patient was then brought to the clinic and rf telemetry could not be established. The inductive telemetry was working .the device software was reinstalled and rf telemetry was restored. The patient condition was stable and will be routinely followed up.